Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure of a leadless implantable pulse generator (ipg), there was undersensing and high th resholds observed after several implant attempts. The device was removed and examined, and there was a slight kink noticed near the curvature of the delivery system, which was just proximal to the cup. After the system was flushed, the physician made another attempt to implant, and commented that it was more difficult to deploy the device. The system was removed once again, and a more pronounced kink observed in a similar location as the first. The physician requested a new system to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.